Event description:
It was reported by service report that the bed has no power to the auxiliary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - auxiliary power cord.